Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2022-16692. It was reported the patient's leads migrated. As a result, the patient underwent surgical revision on (B)(6) 2022 wherein the leads were repositioned to the original placement, addressing the issue. During the procedure, lead diagnostics indicated high impedances on one of the leads when it was reinserted. Reprogramming was completed post-operatively and therapy restored, reportedly.